Event description:
It is reported that when the surgeon drilled a pilot hole, the drill fractured. The surgeon removed the broken piece.

Manufacturer narrative:
This report will be amended when our investigation is complete.